Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. As a resolution the patient was seen later in-clinic and programming changes were made. The patient condition was stable.